Event description:
It was reported that the device was used during a video assisted thoracic surgery. It was reported by the rep that the device did not cut all the way through (especially proximal portion). The case was completed with "metz". There was no consequence to the pt.